Event description:
It was reported that the customer experienced low blood glucose and had difficulty uploading data due to a driver installation failure. The blood glucose reading was 31 mg/dl. The customer's mother stated that she had received many high and low warning alerts. The customer reported that when her blood glucose ran high from eating, the sensor was usually accurate, but when she had low blood glucose, the sensors were not accurate. Advised the caller of recommended calibration protocol. The mother declined troubleshooting, stating that she believed the insulin pump was working fine. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.